Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cracked. Patient was scratching the throat and device would not stay in place. There was no patient harm reported.